Event description:
An amplatzer muscular vsd occluder was implanted then explanted approximately two weeks later. Limited information was provided.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. Also, the device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The cause of the reported event remains unknown.